Event description:
Dr did component separation, then fixed surgisis biodesign complex hernia graft as an underlay graft using #1 pds with interrupted u stitches with an inverted t incision. Dr was trying to get a large underlay with the graft. The patient had a small bowel resection, that occurred about three hours before the doctor sewed the surgisis in. This was about a 12 hour case. Twelve hours post-op., patient had a mi, had cardiac cath inserted. Later that day, the patient coughed and said that he thinks, he felt something rip. Then he got a CT and found small bowel herniated around the material. The graft was in the patient about 24-36 hours before removal. They sewed in some alloderm and he has done well. The patient is home now.

Manufacturer narrative:
Evaluation summary: the explanted device appeared completely intact. Our observations were that the entire graft was present. It appears to have been sutured greater than 2 cm from the perimeter with approximately 10 stitches that ripped holes into the graft. Many of the holes appear to have been cut during the removal of the graft. The total number of sutures appeared to be grossly inadequate for the size of the graft (20x30 cm). There were several areas of the graft that were still white and not fully rehydrated. Based on our observations, we think dr sewed the graft mid-body without attaching the edges to any tissue. Also, we think he likely bridged a gap and/or put a great deal of tension on those 10 sutures. We question the rehydration time, and we know that lack of rehydration can dramatically reduce suture holding power. We know that tissue-to-tissue contact is very important; we are not sure if that was achieved over very much area of the graft. We note that suture spacing and overall graft attachment of the explanted device did not appear to be performed as recommended in the cook biotech incorporated instructions for use (IFU). Fundamental surgical principles suggest a suture spacing approximately equal to suture bite depth. It is further recommended that interrupted sutures can provide security against recurrence of the tissue defect int eh event of suture failure.